Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to excise the excess skin due to skin overgrowth around the abutment. During this procedure the abutment was exchanged. The implanted device remains.